Event description:
It was reported by service report that the rod side hydraulic hose was leaking at the hose fitting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod side hydraulic hose; hose fitting.